Event description:
It was reported that before an unknown procedure, upon opening the outer box, it was discovered that one of the flextrays had not been sealed correctly and the contents were therefore not sterile. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Packaging not returned. The analysis results found that no packaging was received for evaluation. Therefore, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.